Manufacturer narrative:
D4: complete UDI number was added. G2: report source ¿foreign¿ was added as the event occurred in the united kingdom. H3, h6: siemens healthineers completed the investigation of the reported event. According to the received information for the event date 2024-03-25, the patient stopped a scan due to discomfort and pain in the knee and calf-twitching in the metal repaired knee. The initial report was submitted to the FDA on 2024-05-07 (date siemens healthineers notified: 2024-04-25, MFR. Report #3002808157-2024-00007, complaint (B)(4)). In this report the patient refers to a separate incident reported in 2019. This incident has been investigated with complaint (B)(4) (date siemens healthineers notified: 2020/06/22, MFR. Report #3002808157-2020-35085). Summary of complaint (B)(4): in (B)(6) 2009 the patient had an anterior cruciate ligament (acl) reconstruction surgery on his left knee with an insertion of two metal pieces (grade 5 and grade 23 screws, titanium alloys with < 0.4% iron). Natural tendons derived from hamstring muscles have been transplanted. As reported by the patient himself, after the operation the knee was fully functional again. On (B)(6) 2019 the patient had an MRI scan of his shoulder (on a magnetom avanto dot system, serial number (B)(6)). The patient stated that, during the examination he felt a strong peripheral nerve stimulation (pns) but he decided ¿to tough it out¿. After finishing the MRI scan, he felt a stiffness in the left knee. During the MRI examination the patient felt shaken and uncomfortable. The patient noticed the stiffness of his left knee directly after the scan and he also reported this to the medical staff. Since the scan, the patient suffered from severe knee pain and stiffness. According to his own admission his condition continues to deteriorate. As medical treatment the patient received physiotherapy several times at that time. Siemens healthineers inhouse experts investigated the provided information and came to the following conclusion: the system works as specified and no root cause could be detected which could explain the pain and stiffness of the patient´s left knee. After the first incident, the patient had one of the two metal fixation devices removed and had other mris without any further problems. Summary of complaint (B)(4): during the patient scan on (B)(6) 2024 (on a magnetom aera system, serial no (B)(6)) the patient noticed discomfort and pain around the site of the remaining metal implant (endobutton smith and nephew, titanium alloy) and he stopped the scan. The patient described tightness, shin pain and a pain around the site of the metal implant. According to the patient the shin pain is constant, he has pain on the back of his knee and his walking is altered. In his report to mhra the patient stated that neither of his implants were tested under MRI. The patient had contacted the implant manufacturer who stated (for the now removed implant) that they ¿would not even speculate how it might behave under mr¿. The patient stated that both examinations were on the same make and model, however, his first scan was on a magnetom avanto system and the second scan on a magnetom aera system. Siemens healthineers experts analyzed the images generated during the patient¿s examination. The complete examination of the patient¿s shoulder lasted 15.7 min with an active scanning time of 11.7 min. No abnormality was found, which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 44.4 % of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 6.2 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The system and the used rf coils were checked by a siemens healthineers service engineer and found to be in specification (no coil was positioned on the patient¿s knee as this was a shoulder examination). No anomalies are visible in the mr images of the examination from a technical point of view. In summary no hardware or software problem was found which would explain the problems in the patient's knee, i.e. No root cause could be determined. The shoulder was examined during the examination, which was positioned in the isocenter of the scanner. The aera body coil has an electrical length of 61 cm. Which means 95% of the rf power is emitted in a region of z=±30.5 cm from the isocenter. The patient knee was located roughly with a distant of ~100 cm from the isocenter. Although there might be smaller resonances along the z dimension caused by the electromagnetic fields from the body coil, the intensity of these is comparably small. This makes it very unlikely that there was significant heating of the implant caused due to the rf fields applied during the mr examination. Each implant should be checked for mr compatibility before the patient is considered for mr examinations. Especially electrically conductive implants might have certain conditions for mr measurements (sar/b1 limits, operating modes or specified patient positions that are allowed/forbidden). Based on the given information about the implant, no sufficient data about possible conditions for mr examinations could be found. The implant manufacturer should be contacted directly for this information. Other possibilities for root causes are: gradient induced heating: gradient switching could also induce heating in implants. However, the position of the implant is also outside the gradient coil, making this possibility unlikely. Defective balun in patient table: this could lead to increased heating, especially if the knee would be positioned directly above the balun. However, this has been checked and everything is in specification. Thus, based on the given data, nothing hints towards one of the above possibilities. In summary, no root cause for the patient's knee problems could be found. Nevertheless, according to the magnetom family operator manual ¿ mr system syngo mr e11, implants are a contraindication for an MRI examination: ¿in general, an mr examination is contraindicated for patients with electronic or electronically conductive implants or metals, especially those containing ferromagnetic foreign matter. Typical contraindications for mr examinations are: electronic implants: e.g. Pacemakers, stimulators, insulin pumps. Artificial heart valves, aneurysm clips. Metal splinters in the eye (danger of retinal detachment). Artificial anus (anus praeter) with magnetic closure. Transdermal drug patches with metallic backings. Electrically conductive implants and prostheses. Metallic spirals for contraception (iuds = intrauterine devices). Transdermal or other similar implants (for example, body piercings as well as magnetic piercings). Do not perform mr examinations on patients with electronic or electrically conductive implants and magnetizable inclusions. Ensure that patients wearing such implants and/or inclusions remain outside the exclusion zone (0.5 mt line). Exceptions: certain implantable medical devices have been cleared, approved and/or licensed by the competent governmental authorities and/or labeled by the device manufacturer as ¿mr conditional¿. For such implantable medical devices, the previously mentioned list of general contraindications and the warning may not be applicable in its entirety. It is the responsibility of the (implant) device manufacturer to declare an implantable medical device as mr conditional if appropriate and to define the conditions (constraints) for safe mr scanning. The mr operator must be aware of any such conditions for mr scanning. It is the obligation of the mr operator to assure that these conditions are strictly adhered to. To obtain these specific conditions the mr operator may refer to the labeling of the implantable medical device or contact the device manufacturer. Siemens mr does not assume responsibility or liability for the operation of the mr system with any implantable medical device. Especially, siemens mr is not responsible for controlling technical parameters of the mr system other than those defined by the normal operating mode, the first level controlled operating mode and the data provided in the system owner manual, such as spatial gradient field plots.¿ physicians and technicians should always comply with the instructions given in the operating manual.

Event description:
Siemens healthineers was notified of a patient event during an MRI examination using the magnetom aera system. According to the received information, the patient requested the examination to be stopped due to knee discomfort, pain, and calf-twitching. The scan was discontinued. The patient then complained of constant shin pain, pain at the back of the knee, and altered ambulation. The patient had previously undergone medical treatment to repair the anterior cruciate ligament (acl) in the affected knee on an unknown date in 2009. During this procedure two metal implants had been inserted to treat the acl. The patient had stated that he had made a full recovery following the implant procedure. The patient stated that he had one of the two metal fixation devices removed prior to this recent MRI examination. In a separate but similar incident during may 2020, siemens healthineers was notified that the patient had undergone an MRI scan of his shoulder and had experienced very strong peripheral nerve stimulation in the hands, feet, and along the scar of the previous acl repair. Following the MRI examination, the patient complained of ¿knee stiffness accompanied by severe pain in the shinbone and a feeling of a cord cutting vertically across the back of the knee and a cold feeling across the upper back of thigh and loud popping and clicking upon slight rotations". As a medical intervention, the patient received physiotherapy several times. This event was reported to the FDA on july 10, 2020, via report number 3002808157-2020-35085. Siemens performed an investigation of this event and submitted a supplemental report to the FDA on august 17, 2020. Siemens healthineers has requested additional information regarding this recent incident. Receipt of the requested information is pending receipt as of the date of this report.

Manufacturer narrative:
E1: the facility phone number is (B)(6). H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation. H6: code 4756 was utilized for component code because not enough information was provided to siemens to determine what system component, if any, may have contributed to the complaint event. Please refer to the initial report for a similar incident for this patient submitted on july 10, 2020, via report number 3002808157-2020-35085. Siemens performed an investigation of this similar event and submitted a supplemental report to the FDA on august 17, 2020.